Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the neurosurgeon performed a surgery where they used an external drainage system. It was stated that the patient left surgery for the intensive care unit, and in the intensive care unit, the valve of the system was not open at the moment of death of the patient.